Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 849.2 mcg/day. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patient was in on (B)(6) 2016 for a refill, and it had been very difficult to access the pump as he was contracted. On (B)(6) 2016, they were not able to access the pump because of this but they had been able to in the past. The manufacturing representative initially indicated that the pump was due to be refilled on (B)(6) 2016, but the low reservoir alarm had not yet occurred. Upon reading the pump, the manufacturing representative was told they saw that the reservoir volume was 0. However, they did not think the low reservoir alarm had occurred. The print report showed both the low and empty reservoir alarms occurred on (B)(6) 2016, respectively. The manufacturing representative did not know if the patient may have been refilled without the pump having been updated to reflect it. She was going to check with the physician's office to see. The patient had been rescheduled for a refill multiple times. No interventions were mentioned. It was noted that the patient experienced sudden symptoms of fever. The manufacturing representative noted there may have been more [symptoms] but they were not sure. There was no additional device issue reported. The situation was being addressed by the hcp. It was later reported that the refill was done under fluoroscopy. The causes of the low, empty reservoir alarms and the patient being contracted were not determined. The low, empty reservoir alarms, inability to access the pump, patient being contracted, and fever had not been resolved. The event date was noted to be (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 2017-jan-13. It was reported as clarification of what took place when the pump was attempted to be refilled under fluoroscopy that on one occasion the patient was febrile and the procedure was delayed and that on another occasion the patient was too contracted to access the pump. The hcp was unsure why it was thought that the low reservoir alarm did not occur and noted that the patient was a nursing home resident. It was indicated that as troubleshooting the pump refill would need to be rescheduled with general anesthesia. The pump refill was to be rescheduled to resolve the alarms, inability to access the pump for refill, and low reservoir alarm not occurring. It was also reported that the infection issues had been resolved and that they were attempting to schedule the refill. It was further clarified by an hcp on (B)(6) 2017 that the patient first started experiencing being febrile between (B)(6) and (B)(6) 2016 which led to the refill procedure delay. It was noted that the patient resided in a nursing facility and was ventilator-dependent. It was indicated that the fever was due to pneumonia and that the nursing home advised the hcp to hold off on the refill until the patient¿s respiratory status was stable. The cause of the infection was poor respiratory status due to underlying disease of advanced multiple sclerosis.